Manufacturer narrative:
Corrected data: health effect - clinical code.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's right dbs extension had frequent changes in impedances due to not being fully inserted in the ipg header. Patient lost effective therapy as a result. Surgical intervention was undertaken on(B)(6)2024 during which both extensions were explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during a surgical procedure on (B)(6) 2024, the physician could not fully insert the right dbs extension into the header of the ipg. However, the contacts used for programming were still available to use, providing therapy post-op. Surgical intervention may be pending to address the issue at a later time.